Event description:
Device issue: suture break and frayed. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after advancing the knot fully to the arterial surface with the snared knot pusher, as the slack was removed by pulling the non-rail suture, the suture broke and was frayed above the knot. The suture was removed manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.